Event description:
Device issue: none. Adverse event: allergic reaction/hives (rash)/itching requiring medical intervention. Onset of adverse event: one day after stent implant. It was reported that the xience v stent was deployed in the obtuse marginal branch on (B)(6) 2009. One day after the stent implant, the patient started to have an allergic reaction, which was in the form of hives and itching. The patient was treated with benadryl and cortisone cream. Reportedly, by the third day the patient experienced a full blown allergic reaction. The patient received prednisone shots, pills, and was prescribed simvastatin. The patient stopped taking the simvastatin because it was possible that was causing the problem. The other new medication prescribed was plavix. The patient has been off of plavix for approximately six months and is still having break outs of hives. Reportedly, every time the patient actually has full blown hives (about twice a month) the symptoms are worse. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Hypersensitivity/allergic reaction and rash/systemic reaction are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.